Event description:
It was reported that this right atrial (ra) lead exhibited abnormal pace impedance measurements and a lead fracture was suspected. In response, the pacemaker device was reprogrammed to a ventricular-only pace and sense configuration. The lead remains implanted. There were no adverse patient effects.